Event description:
Customer reports three individuals in their home received false negative results. This case is to document the false negative result for individual 3. Customer reports individual had covid-19 but received a false negative result on an unknown date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn used for this specific result not provided). Although requested, customer did not respond to technical supports three attempts to obtain further information.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.